Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno, recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed blower foam degradation inside the blower kit. Additional device had fluid fail contamination and has a presence of error code e65 (err_stuck_encoder_a), e57 (err_sess_obs_queue_ovf), e22 (err_motor_flux_magnitude). The device was routed as scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious, injury and/or product malfunction.